Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was returned for analysis. It was reported that the device was cracked. The photo analysis shows the attune conv shim sz3 12mm cracked next to the metal bush, however during physical visual examination the device is found broken into two pieces next to the metal bush. The complaint is not confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune shims is presenting cracks.